Event description:
The account alleges that during a fistula maintenance procedure, the catheter fractured while inside the patient. Physician was able to retrieve the tip of the device with a snare. No patient injury to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 1 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.